Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that there was a call service 127 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016¿ device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2016 with the following findings: a review of the black box showed several consecutive call service 127 alarms. The pump was powered up to a call service 127 illegal battery alarm duplicating the original complaint. The battery compartment and cap were undamaged and were able to fit securely. The pump cover was removed to find the reference voltage below specification on an internal component. The affected internal component was removed and the reference voltage was returned to the specifications. The pump was able to power up and pass the verify screen with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.